Manufacturer narrative:
Product event summary: the data files were returned and analyzed, the data files showed showed at least five applications were performed with balloon catheter afapro28 with lot number 82049 without any issue on the date of the event. In conclusion, the clinical issue of phrenic nerve palsy (pnp) occurred during the procedure and the decision to abort the procedure without use of alternative therapy was based on the medical judgement of the physician. There was no indication of the relation of the adverse events to the performance of the product. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred. A double stop was conducted. The case was aborted while the patient was under general anesthesia. The patients pnp has not fully recovered upon discharge from the hospital. No further patient complications have been reported as a result of this event.